Event description:
It was reported that during a coronary procedure in the proximal lad, the omniwire fractured in the patient. A snare was used, but after hours of trying to remove unsuccessfully, the patient was transferred to a different facility for surgical removal consideration. The portion of the omniwire (33 cm) was removed during by-pass. The patient's condition is unknown. This adverse event and product problem is being submitted due to the wire separation requiring surgical intervention for removal.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Relevant test: no information available. Suspect products: not applicable for this device. Implant date: not applicable for this device. The device has not been returned by the facility, thus no returned product investigation was performed. Recall: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d4 correction: updated serial number from (B)(6). To (B)(6)., lot number from 0302535769 to 0302535764, UDI number from (B)(4) to (B)(4)., expiration date from 3/10/2025 to 3/9/2025. Block h3: the omniwire was returned without a portion of the shaping ribbon, distal coil, and dome. The shaping ribbon and the distal coil were broken and exposed with sharp edges. The returned shaping ribbon measured at 2 cm, which indicates 1.05 cm was not returned. The returned distal coil measured at 1 cm, indicating that 33 cm was not returned. This aligns with the 33 cm that was removed from the patient. Block h4 correction: device manufacture date from 3/10/2022 to 3/9/2022. Block h6: the probable cause for the separation is unexpected damage in use. Improper handling during the use of the device such as strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.